Event description:
It was reported that there was a plunger sensor failure. No patient injury was reported.

Manufacturer narrative:
A product sample was received for evaluation for plunger sensor failure. Visual and functional testing were performed. The investigation confirmed the plunger head was full of contamination. Replaced square shaft due to foreign material contamination. Cleaned, greased; calibrated device and performed all functional tests which passed. The root cause was found to be fluid ingression into the plunger head as a result of customer's improper use of the pump. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.